Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient's wife was switching the patient from batteries to the power module, when changing the white power lead of the system controller to the power module a red heart alarm occurred, and per the patient's wife, he was symptomatic. The patient's wife exchanged the system controller without incident and the patient felt fine.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported red heart alarm was confirmed during analysis. The black power lead was found to have a compromised conductor at the connector end. During functional testing, movement of the black power cable at the connector end resulted in red heart and red battery alarms and interruption in pump support while tethered to the power module. Upon further evaluation, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.